Manufacturer narrative:
The OEM performed an evaluation for the reported lot number of the model a22201c hf resection electrode that was used and based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the user facility discarded the device following the procedure. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal.

Event description:
It was reported to olympus that the loop wire came off the device and fell into the patient during an unspecified therapeutic procedure. The device fragment was retrieved from the patient in one piece via forceps. There was no sparking/arcing observed. The intended procedure was completed using a similar device. No patient injury was reported.